Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found an issue with the flex vision pc which was also found to be defective by the philips remote service engineer (rse). To resolve the issue, fse replaced the flex vision pc, along with a new hard drive and reloaded the software. The defective part was sent for analysis, for flex vision pc malfunction was observed and the failure was found to be related to the cmos battery, and the failure was found as battery charge/discharge fault. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.